Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography procedure, the single use mechanical lithotriptor v, which was being used to crush stones, broke while inside the patient. When utilizing the emergency handle, the four wires inside the device also broke. The patient was sent for surgery. Surgery was successful. The patient remained hospitalized. There were no further reports of patient harm.